Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
The patient underwent fusion surgery using rhbmp-2/acs, graft, screws ,plates, vbs, rods and set screws were used. No other information was provided.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2011 an MRI of the lumbar spine indicated ¿postoperative changes at the l5-s1 articulation compatible with posterior instrumentation and anterior interbody fusion procedures without evidence of recurrent spinal stenosis or disc herniation.¿ it was reported that the patient developed injuries following the use of rhbmp-2/acs.